Manufacturer narrative:
The explanted locking screws were returned for evaluation. Visual examination found wear consistent with the reported condition and use in a pedicle screw construct. Further evaluation found no functional defects and the production records did not identify any non-conformances to specification. Based on the results of the investigation, a definitive conclusion could not be drawn.

Event description:
At approximately three years post-operatively, a surgical procedure was performed to replace locking screws that had dissociated from the screw head in a multi-level cervico-thoracic construct.